Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery (ita) for pulmonary atresia (pa) and ventricular septal defect (vsd) in the major aortopulmonary collateral arteries (mapcas) using pod packing coils (pod pcs). During the procedure, the physician felt resistance while advancing a pod pc through the proximal end of a lantern delivery microcatheter (lantern). The physician flushed the lantern; however, still felt resistance. Therefore, the pod pc was removed, and the procedure was completed using a new pod pc and additional coils with the same lantern. It was reported that the physician noticed that the distal tip of the pod pc was damaged after it had been removed from the patient, but the pod pc only became detached during handling after the incident. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was damaged but intact on the proximal end of the pod packing coil (pod pc). Pusher assembly. The pull wire was not retracted proximal to the pusher assembly distal detachment tip (ddt). The embolization coil was detached from the ddt. The embolization coil had offset coil winds near its proximal end. Conclusions: evaluation of the returned pod pc confirmed offset coil winds on the embolization coil. If the pod pc is advanced against resistance, coil damage such as offset coil winds may occur. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of the embolization coil damage could not be determined. Further evaluation revealed the pet lock on the proximal end of the pusher assembly was damaged but intact and pull tube was retracted. If the pull tube is retracted out of the ddt, the embolization coil will likely detach. This pet lock damage and detachment of the embolization coil was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.